Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection confirmed the clinical observation of a weakened header bond and the presence of body fluid contamination in the lead barrels and between the header and device case. X-ray examination was performed and the header wires were verified to be intact. Inspection of the rv seal plug and setscrew found no evidence of cross-threading. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the [defibrillation,] pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis confirmed the clinical observation of a loose header, which most likely contributed to the noise and oversensing that led to inappropriate shocks and pacing inhibition observed in the field. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) went to the clinic as he had not been feeling as well over the past (B)(6) months. The crt-d was interrogated, and there were several non-sustained episodes of ventricular tachycardia (vt) that were recorded due to noise being oversensed on the ventricular and shock channels. The oversensing also resulted in pacing inhibition for this pacemaker dependent patient. In addition, one episode resulted in the delivery of inappropriate shocks as a result. All lead measurements were within normal parameters and no anomalies were noted during manipulation testing or on an x-ray. A revision procedure was performed. The crt-d had been implanted under the pectoral muscle and once it was removed from the pocket, blood was observed between the header and case. The header was also confirmed to be loose and could be manipulated. The leads were tested on a pacing system analyzer (psa) and it was confirmed all measurements were within normal range. The crt-d was successfully replaced and will be returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Once the crt-d is returned and analysis completed, this report will be updated.